Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 23.5  mmol/l at the time of the event. Customer reported possible under delivery.  Troubleshooting was performed. Hp test was failed on pump. Customer was using the insulin pump system within 48 hours of reported high bg event and it was unknown that the auto mode feature was not active at the time of the event. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis.

Manufacturer narrative:
Unit passed self test, active current measurement test, sleep current measurement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, displacement test and displacement accuracy test. No pump errors, insulin flow blocked alarms, or anomalies noted during testing. Successfully uploaded files on carelink. Successfully downloaded history files, traces, and utilized using thump. No pump error or insulin flow blocked alarms were found in the history files on or near the event date. The bolus amount programmed on 29-jul-2023 matches the bolus amount delivered at 09:22:20 with 4.85u delivered, 12:29:28 with 1.225u delivered, 13:16:21 with 2.65u, 13:41:26 with 1.325 u, 13:51:54 with 1.65 u, 15:44:16 with 2.225 u and 16:17:26 with 0.075 u delivered. The total bolus delivered on 29-jul-2023 is 19.15u. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, harness vibrator assembly, battery tube, force sensor, and motor. Test p-cap locks properly into place during testing. The following were noted during visual inspection: cracked case, scratched case and cracked case (battery tube). In conclusion, unable to confirm high bgs. Possible under delivery and device test failed were not confirmed during testing. No device problems were found during analysis. Pump passed full drive test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.